Event description:
It was reported that the control-iq algorithm did not suspend basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was 5.7mmol/l, and the meter bg reading was 1.6 mmol/l. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result, customer's blood glucose (bg) level lowered to 1.6mmol/l. Bg was addressed via consumption of carbohydrates. System check with tandem technical support confirmed the pump was functioning as intended.